Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The 38mm in length and 3.5mm in diameter, 75% stenosed target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. Pre-dilation with a 2.50x20mm apex balloon catheter was performed leaving less than 60% residual stenosis. A 3.50x38mm taxus liberte sds was advanced to the lad and was unable to cross the lesion. No patient complications were reported and the patient status is stable. The patient was recommended for rotational atherectomy at a later date. However, the returned product analysis revealed shaft breaks.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the device came back in three pieces. The first piece had broken 66.5cm from the catheter strain relief. The second piece had broken 42.5cm from the tip of the device and the remaining piece was 32.5cm in length. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. In this case the lesion was severely calcified which is contraindicated in the dfu. The most probable root cause is considered user related. (B)(4).